Event description:
It was reported that device detachment occurred. The opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that catheter could not advance and was broken. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the imaging window assembly. Microscopic inspection revealed no damage to the distal tip or guidewire exit port assembly, but the imaging window was observed kinked and twisted. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. A photo provided by the site was inspected and the imaging window was observed kinked.

Event description:
It was reported that device detachment occurred. The opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that catheter could not advance and was broken. The procedure was completed with another of the same device. No patient complications were reported.